Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A correction bolus was delivered to address bg. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed cartridge and infusion set to address the issue. It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.